Event description:
The customer reported that the system had hard drive issues and a patient image was lost. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put ack into service.